Event description:
Consumer reports developing a terrible rash when using the tru fit brace. Swelling occurred and they needed to go for emergency treatment at a nearby medical center. Dr. Gave pt perscription ointment to apply.